Event description:
It was reported that the patient experienced profuse sweating, collapsed and was taken to the hospital where the patient expired one day later. The decedent's family spoke with a pathologist to request interrogation and investigation of the device because shortly before the patient died in the hospital, the family overheard that the device was not "working right." The pathologist noted on the interrogation about two months earlier that the device had a change in programming from a rate of 60 beats per minute at 2 volts to a ventricular-only pacing mode at 65 beats per minute and 5 volts (vvi 65.) The cause of death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076-52 lead implanted (B)(6) 2006. (B)(4).